Manufacturer narrative:
Device evaluation: the reported potential wire compromise in the percutaneous lead (lead) was confirmed based on the evaluation of the returned device. The pump was returned with the lead cut approximately 9.5 inches from the pump housing and the severed portion of the lead, measuring approximately 28.5 inches in length, also was returned. Electrical continuity testing of the returned portions of lead did not reveal any discontinuities or shorts. The shielding and bionate layers were removed, and examination of the underlying wires revealed a breach in the insulation of both the orange and yellow wires at what would be 10.5 inches from the pump housing. The conductors of the orange and yellow wires were exposed as a result. Further examination of this area revealed abrasion mark on the remaining wires. The breach in the insulation of the wires appeared to be the result of abrasion against the metal shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The disruption of the yellow and orange wires would have interrupted pump function as a result of the exposed conductors of either of the wires potentially contacting the braided shield and creating an electrical short to ground if the device was supported by the power module. This short would have resulted in the reported low speed and pump stoppage events . The observed wire compromises also had the potential to interrupt pump function as a result of a phase to phase short if the exposed conductors contacted each other or made simultaneous contact with the braided shield while the device was supported by batteries. ----------------------------------------------- the report of thrombus was also confirmed based on the evaluation of the returned device. Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a non-laminated deposition situated in between outlet bearing ball and the stator blades. Similar depositions were found on the body of the rotor. The structure of these depositions and lack of laminated layering suggests that they did not form in this location. Although their origins and duration of time for which they were present in these areas could not be conclusively determined, the lack of denaturation and circumferential contact marks on the outlet bearing cup, suggest that the depositions were not present for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of deposition. ----------------------------------------------- the report of a misaligned inflow conduit and outflow graft was confirmed based on the evaluation of the submitted x-ray images. However, a correlation between the misaligned inflow conduit and outflow graft and the report of the pump being wrapped in a bio-film could not be determined through this evaluation. ----------------------------------------------- a correlation between the observed thrombus in the pump, the compromised wires in the percutaneous lead, or the misaligned inflow conduit and outflow graft could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was seen wrapped in a bio-film during the pump exchange and it was thought that the bio-film may have shrunk over time, pulling the pump upwards out of position. The patient was discharged to home on (B)(6) 2016 without any further complications.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was an inpatient for suspected pump thrombus awaiting a pump exchange planned for (B)(6) 2016 and experienced a power cable disconnect alarm. Upon investigation by the floor nurse, the black lead was connected to batteries with two power bars noted by patient, and the white lead was loosely connected to the power module patient cable. The patient stated that they had fallen asleep before being able to fully connect to the power module. The nurse tightened the white connection and the alarms ceased. Interrogation of the history noted a driveline disconnect alarm with a pump stoppage event. The patient reported not remembering anyone touching the driveline. The x-ray images of the lvad showed the outflow conduit was not angled properly for maximum flow. It was pointing forward instead of upward. The inflow was not straight, which could affect flow into the pump. No damage to the driveline was seen on the x-ray. On (B)(6) 2016, at 5:30pm, the patient reported feeling dizzy and lightheaded with chest tightness, and experiencing vision and hearing changes while sitting in a chair. The patient felt better after getting to the floor on all four limbs. This episode abated spontaneously. The patient's mean arterial pressure was reported as 62 mmhg at the time. The system controller log files from (B)(6) 2016 captured multiple pump stoppage events from 1:00am to 1:03am; however the log file indicated the pump was running as intended on battery power at the time of the reported event. It was reported that the patient received a pump exchange on (B)(6) 2016 due to suspected thrombus at the aorta end of the outflow graft and a potential driveline short-to-shield issue. No additional information was provided.